Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) replaced the batteries, installed 2500 hour rebuild kit and replaced expired safety disk. The fse completed pm with full calibration, functional and safety checks to meet factory specifications. The iabp unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full name of the event site noted is (B)(6) medical center. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter: (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the battery failed the battery run time test. There was no patient involvement and no adverse event was reported.